Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for system implant with a severely dilated right ventricle. Patient left the ep lab in stable condition. Within an hour after the procedure, fluid was drained from his pericardium. Echo could not determine where the leak was coming from. Patient was stable afterwards and was discharged later.